Manufacturer narrative:
No battery out limit alarms were noted, and all operating currents are within specification. The pump passed the displacement and self tests. All buttons functioned properly. However, moisture damage was noted on the remote frequency board, mother board, and keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. No moisture damage was noted on the motor assembly.

Event description:
The customer reported via phone call that the insulin pump's display was stuck on the number six and a black dot was visible at the top. The customer also reported that the device would not gain full power. The customer stated that the insulin pump had recently been exposed to rain. The customer confirmed that the device stopped functioning properly after it got wet. The customer stated that no alarms had been returned. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.